Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac activity and CPR/motion artifact. At 02:21:18, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. At 02:22:22, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. From 02:25:56 to 02:36:41, the patient's rhythm was intermittently asystole with CPR/motion/tactile artifact. The electrode belt was disconnected at 02:37:10. The patient passed away on (B)(6) 2021. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.